Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The received device had been wrapped tightly in a coil, causing bends in the catheter shaft. Optical fiber 1 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. During functional testing the catheter did not pass shaft leak or irrigation testing. Further investigation revealed no evidence of fluid ingress within the distal shaft; however, the fluid flowed outside of the irrigation tubing and into the tygon tubing just distal to the luer hub, confirming the leak at the luer hub. Microscopic inspection revealed the irrigation luer is concentric within the luer hub, however, the luer appeared to be damaged. The luer hub was visually inspected, confirming a small gap in the cured adhesive, inner irrigation tubing and the tygon tubing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.